Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, the hta case was successfully completed without any issues. Post hta procedure, the patient developed fever and was admitted to the hospital emergency room (ER). On the same day, the patient was discharged and was given antibiotics. Forty eight hours later, the patient returned to ER and was diagnosed with abscess on the pelvic area. Patient eventually had a hysterectomy. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.